Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise and setscrew anomalies were confirmed in the laboratory. Analysis found septum material and dried blood in setscrew inset. The v tip setscrew inset was slightly stripped. The noise complaint was potentially caused by the stripped setscrew and bad connection to lead.